Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic chole cystectomy. Event description: [hospital]. Clip wouldn't eject into patient. Additional information received from [company rep] via email on 16sep2024: procedure occurred on (B)(6) 2024. Type of intervention: ni patient status: no patient injury.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic chole cystectomy. Event description: [hospital]. Clip wouldn't eject into patient. Additional information received from [company rep] via email on (B)(6) 2024: procedure occurred on (B)(6) 2024. Type of intervention: ni. Patient status: no patient injury.